Event description:
Treatment of an ophthalmic aneurysm. It was reported that both pipelines were found slightly flatten during deployment and the physician was able to make them open. No patient injury reported.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. Model# and lot # of other pipeline involved: model# fa-77450-18 / lot# 9465526 - dom: 7/12/2011 - exp: 6/1/2014 (B)(4).